Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient underwent a right knee revision due to pain, instability, and synovitis. The surgeon noted both the tibial tray and femoral component were loose at the cement to implant interface. Competitor cement was used during the primary operation. Doi: (B)(6) 2014. Dor: (B)(6) 2017, right knee.